Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An heli-fx endoanchoring system was used for the endovascular treatment of a type ia endoleak in an unknown mdt stent graft. It was confirmed that this ia endoleak was first observed on this date. It was reported that during the index procedure, the tip of the guide did not curve when the handle was turned. This device was then replaced with another guide and the procedure completed successfully. As per the physician the cause of the event is unknown. No additional clinical sequalae were reported and the patient is fine.

Manufacturer narrative:
It was reported that it was a endurant bifurcate stent graft system that was implanted on for the endovascular treatment of a abdominal aortic aneurysm and is the device where the ia endoleak occurred. As per the physician the cause of the ia endoleak occurring was due to a hostile aortic neck. If information is provided in the future, a supplemental report will be issued.